Event description:
The customer reported the system would not take an image. The image circle was black and technique went to max. System was replaced and case was completed. No patient injuries were reported.

Manufacturer narrative:
The ge service rep replaced the camera assembly. He performed camera alignment procedure. Performed camera iris calibration. Adjusted camera focus for 2.5 lp/mm in normal field and 3.5 lp/mm in mag mode. Should be a minimum of 2.2 and 3.0 lp/mm respectively. System operates as intended.